Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and the root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and the device reprocessing was confirmed to have been performed in accordance to the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus evaluation confirmed the customer¿s reported problem. And the following (non-reportable) defects were noted: cracking of the illumination lens, a portion of the adhesive from bending section cover at the distal end side is chipped off/missing, discoloration of the objective lens at the distal end, the objective lens is dirty, attributing to a cloudy image. Also, cosmetic scratches were observed, on the the insertion tube, distal end cover, the operation body and cover, the adjustment (stiffness) ring, the switch box, both up/down and right/left knob, both up/down and left/right free engage lever, control body grip, universal cord, scope connector and scope connector cover. The investigation for the foreign object inside the air/water nozzle at the distal end of the scope is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer returned the evis exera iii colonovideoscope to the olympus repair center, for a reported ¿missing light guide¿. The customer reported, problem was found at an unspecified event. During inspection and testing, olympus identified a foreign object in the nozzle of the scope. No death or injury and no impact to patient or other has been reported to olympus. The customer further reported, the foreign object is unknown. There was no delay at the start of pre-cleaning, the air/water nozzle was flushed with water and air, the air/water has been wiped and or brushed, the air/water nozzle was flushed with detergent solution. And there have been no reported concerns about reprocessing.